Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on posterior assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Black particles observed inner the device. White calcification observed outer the device. No further actions are required as the device was implanted.

Event description:
Patient reported the event of left side deflation. Later, healthcare professional reported implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported the event of left side deflation. Device remains implanted.